Event description:
It was reported that the patient was experiencing "shocks through (his) system" following the replacement of an implantable pulse generator (ipg). The patient was referred to their follow-up physician for examination. During follow-up it was learned that the patient has not seen his physician since the initial report nearly 8 weeks ago. No additional information is available regarding this event. No additional patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076, implantable pacing lead, (B)(6) 2005; yrirhxc1685, stent graft, (B)(6) 2005; yrirhxc16115, stent graft, (B)(6) 2005; yrecxc20375, stent graft, (B)(6) 2005; yrbrhxc2816165, stent graft, (B)(6) 2005. (B)(4).